Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, both resulting higher than the initial result. The repeat result from an alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The initial MDR 1226181-2015-00153 was filed on march 30, 2015.additional information (04/01/2015): a siemens customer care center (ccc) specialist contacted the customer. The customer stated that the quality control which was run after the electrode was replaced, was acceptable. They did not obtain any more discordant results. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the cause of the discordant, falsely low cl results on four patient samples was related to the electrode failure.this instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that quality controls (qc) for levels 1 and 2 were within acceptable ranges. The customer also stated that there were no issues with the instrument system check. The ccc dialed into the instrument remotely and performed sodium hydroxide cleaning on reagent probes 1 and 2. The ccc auto aligned the reagent probe 1 and ran check one. The instrument was running without error. A siemens headquarters support center (hsc) specialist reviewed the sample data and discovered that discordant, falsely low value was associated with an abnormal assay flag. The hsc also discovered that reagent 1 probes were within specifications when the discordant result was obtained. The cause of a discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.